Manufacturer narrative:
The manufacturer previously reported an open condition within the ventilator's power cord. The power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the failure of the power cord was found to be due to an intermittent connection of a prong inside of the plug.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.